Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. A review of the manufacturing records was performed and found that the lot was manufactured to specification. No sample was returned for evaluation and medical records provided have been limited to the implant operative report, implant tracking log and event operative report. The patient's attorney did not allege any specific device failure. Based on the information provided, there is no way to determine if the bard/davol mesh may have caused or contributed to the post-operative complications due to the patient's significant medical history of bowel obstructions, multiple abdominal surgeries, and the limited clinical information provided. The information provided indicates that in 2015 the patient underwent two laparoscopy & laparotomy procedures and "was found to have a bowel obstruction in the pelvis from a piece of bard/davol mesh and this was removed". It is not clear if this was a total or partial explant or the date that the explant occurred. Therefore, we are reporting this as an explanted device and using (B)(6) 2015 a date of event and date of explant. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per information provided by the patient's attorney, implant op report, implant tracking log & medical records: this (B)(6) female patient with a medical history of ulcerative colitis, bowel obstructions and a surgical history of a total abd perineal bowel resection with a temporary loop ileostomy followed by ileostomy loop closure was diagnosed with pelvic floor prolapse and difficult pouch evacuation. On (B)(6) 2006 the patient underwent a pouchoscopy and total pelvic repair with implant of a bard/davol flat mesh using a technique ¿sullivan strut¿ which appears to be pieces of the flat mesh used as reinforcement. Per the operative report details, ¿the pelvic marlex (davol flat) was then cut in the standard fashion and was secured with the previous perineal stitch and the additional lateral sutures were also placed through the lateral aspect of the precut mesh. Additional struts (davol flat) were cut to support the bladder and an additional strut (davol flat) was placed to support the vagina. The vagina was tacked posteriorly to the sacrocolpopexy mesh (davol flat)¿. About 9 years later the patient began having intermittent bowel obstructions. She underwent 2 laparoscopy and laparotomy procedures in 2015 in order to correct the problem. The surgeon indicated they initially found the patient had a ¿bowel obstruction in the pelvis from a piece of mesh (davol flat) that was in place for pelvic prolapse repair and was removed.¿the patient did well for about 4 months until she returned to the ER with an acute bowel obstruction and was found to have torsion at the proximal portion of the pouch. The surgeon pexyed and secured the patient¿s pouch into place to prevent further torsion. On (B)(6) 2016 the patient presented to the hospital ER with complaints of severe onset of pelvic pain. A CT scan was performed which demonstrated a partial small bowel obstruction. Several days later on (B)(6) 2016 the patient underwent a pouchoscopy and was found to have bleeding mucoid discharge in her pouch consistent with a concerning feature for ischemic bowel. She then underwent an exploratory laparotomy.